Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the following: the patient has been admitted to the hospital and is in ICU with diabetic ketoacidosis. No other information was provided. Animas has made numerous attempts to contact the patient. This complaint is being reported because the pump could not be ruled out as a cause/contributor to the dka.